Event description:
During an in clinic follow up, noise and a loss of capture were noted on the left ventricular (lv) lead. Lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.